Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button was sticking causing the pump to advance through screens even when the button was released. The issue was reportedly noticed 2 days ago. The patient reportedly wore the pump in a case in his pocket and occasionally used a damp cloth with water to clean the pump. There was no patient impact associated with this complaint. This compliant is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following evaluation revealed that the keypad was torn at the ok key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast key is intermittently unresponsive and the other buttons responded appropriately. There was evidence of contamination found under all of the contact buttons. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.